Manufacturer narrative:
The reported event of decreasing estimated longevity was confirmed. Based on the information provided, the shortened longevity was due to a recorded higher current for an extended period. The cause of the higher current could not be determined from the available data.

Event description:
It was reported that the longevity estimate observed on the device was incorrect. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.